Event description:
On 2015-(B)(6) crts (B)(4) (hcp): it was reported that the patient had a lead revision or electrode exchange due to a malfunctioning electrode. It was also reported that the patient had return of frequency symptoms. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v909187, implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type: lead. (B)(4).